Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient reported an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician discontinued the lifevest due to the skin irritation. Outcome of the irritation is unknown.